Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.